Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complaint is for 3 screws lot unknown.

Event description:
During a cranial procedure, the heads broke off three of the screws during insertion. The heads were retrieved and discarded and the shafts were left in the patient. The surgeon was able to complete the procedure with no reported harm to the patient.this is 1 of 1 reports for this event, complaint (B)(4).